Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, a surgical procedure was aborted on (B)(6), 2014 due to a broken/non-functional drill. There was no allegation of serious injury reported. A new drill was sent to the center and the patient was successfully implanted on (B)(6), 2014. Product returned for investigation on (B)(6), 2014. Visibly broken and parts were missing. The device history record prior to sending the drill to the customer indicates no failures. Cause of broken and missing parts is undetermined.